Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reset occurred. Customer's blood glucose level ranged between 113-114 mg/dl. Reportedly, the cartridge was reloaded to address the issue.